Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing from an electromagnetic interference (emi) source. Technical services (ts) reviewed and noted there was no inappropriate therapy provided. This device remains in service. No adverse patient effects were reported.